Event description:
It was reported that the user experienced intermittent sensor communication interruptions resulting in loss of blood glucose readings for approximately 20 to 30 minutes on multiple occasions, followed by return of data showing low glucose and later readings at the higher end of the target range; brief sensor issue alerts were recorded and the agent advised use of the dexcom g7 app for additional sensor issue notifications. Symptoms included hypoglycemia. Outcomes included self-treatment with oral carbohydrate and resumption of normal use without escalation of care. Investigation included review of device data and user history, verification of alert volume settings, and user education on alerts and app integration. Investigation of this case revealed brief sensor interruptions consistent with rapid glucose change and signal stabilization behavior, with no device malfunction confirmed. It was concluded that the cause of the hypoglycemia was unclear, and the event was managed with troubleshooting and education. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.